Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault and driveline disconnect alarms on 08feb2026 were confirmed via the submitted and downloaded log files but was not reproduced on the returned heartmate 3 system controller. The submitted and downloaded log files from controller, serial number (B)(6), captured intermittent irregular driveline disconnect alarms associated with lvad_off alarms were observed on (B)(6) 2026. The observed driveline disconnect alarms were consistent with electrostatic discharge (covered under the pump investigation). A driveline power fault alarm due to a power a fault was also observed on (B)(6) 2026. The alarm was then active until the driveline was disconnected on at on (B)(6) 2026. This is consistent with the reported controller and modular cable exchange. No other notable events were captured. Additional log files were submitted from the new controller, serial number (B)(6), which captured the driveline being reconnected on (B)(6) 2026. No additional driveline related alarms were captured. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The controller was then connected to the returned modular cable, lot number 10665341, and a mock circulatory loop for an extended period without issue. No driveline related alarms were observed during testing. The provided information indicated the modular cable and controller were exchanged, and no further alarms have been reported. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events was not conclusively determined through this analysis. The current revisions of the patient handbook and instructions for use can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2, ¿how your heart pump works¿, and the heartmate 3 lvas instructions for use section 2, ¿system operations¿, instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, and the heartmate 3 lvas instructions for use section 7, ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect and driveline power fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent driveline power fault alarms that appeared to have started on (B)(6) 2026. A self-test was performed and did not clear the alarms. The log files were submitted for review. The event log file captured a number of pump stops associated with driveline disconnects on (B)(6) 2026. The log files confirmed the driveline power fault alarms on (B)(6) 2026. It was recommended that the modular cable and system controller. New log files were submitted after performing a modular cable and controller exchange. The log files from the new products was approximately 9 min in duration and did not show the return of any driveline power fault alarms. A picture of the old modular cable inline connector did not appear to show any corrosion on the male pins. The event log files showed the controller's clock was not set to the correct date and time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.